Event description:
It was reported that during an angioplasty procedure, after passing through the sheath the pressure applied for expansion the air pressure pump is pressurized to about 2 atm, the pta balloon allegedly did not expand. It was further reported that there are air bubbles in the sheath catheter and the pressure does not hit considered as balloon leakage. Reportedly, a hole was allegedly found. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, after passing through the sheath the pressure applied for expansion the air pressure pump is pressurized to about 2 atm, the pta balloon allegedly did not expand. It was further reported that there are air bubbles in the sheath catheter and the pressure does not hit considered as balloon leakage. Reportedly, a hole was allegedly found. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the conqest 40 device placed in a polythene cover. No other anomalies noted. Therefore, the investigation remains inconclusive for the reported balloon rupture and sheath difficult to remove issue as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture and difficulty removing from sheath could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device. Method). H11: d2b (lit; dqy), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.